Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that nail failed several months post op and the patient underwent a revision surgery. Due diligence is in process and no further information on the reported event has been provided.